Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the flow sensor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23dec2020.

Event description:
It was reported to philips unit will not start. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.